Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked on display window, and cracked case near display window corners noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 86 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.